Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found is consistent with that of the surgical procedure.

Event description:
It was reported that the patient received inappropriate hv therapy due to noise on the rv lead.